Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's driveline had tears consistently throughout from the abdomen to the controller. No alarms were noted during interrogation. The customer expressed concern about the location of the tears especially one where the driveline meets the controller. It was not confirmed if elective splicing was the solution but also would rather not wait until the pump shuts off. An external driveline revision was performed on (B)(6) 2023. No alarms were observed after the repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: examination of the returned portion of driveline confirmed superficial damage to the outer jacket. A distal-end driveline replacement was performed on (B)(6) 2023 and approximately 24¿ of the external portion of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer jacket appeared twisted in several spots. Areas of rescue tape were observed along the length of the driveline. Upon removal of the tape, superficial tears to the outer jacket were noted. Upon removal of the outer jacket, the underlying metal braided shield revealed fraying and breakdown along the length of the driveline. Examination of the driveline wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the integrity of each wire¿s insulation. The test did not reveal any current leakage through the insulation of any of the driveline wires. It was later reported that the patient was given a power module with an ungrounded patient cable after the repair as a precaution. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and for the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.